Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: hair was found after opening the package. It was an orthopedic surgery, and the doctor was wearing a full-body surgical gown, so it was the situation that it was difficult to get in a hair from outside. The following information was requested, but unavailable: where was the hair found? (Inside the sterile barrier or outside of the sterile barrier?) Inside of the sterile package. Unk. Is it possible that the hair fell into packaging upon opening of device? Unk. Was the product seal on the foil still intact when the package was opened? Unk. Was the procedure completed without any adverse effect to the patient? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2025 and absorbable hemostat was used. During surgery, it was found there had been a hair inside the sterile package. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h 6. Investigation findings: c22 ¿ photo investigation h3 investigation summary according to the information received, foreign matter inside sterile barrier was reported. The product was returned to ethicon for evaluation. One open pouch with an empty folder packet and one syringe with surgicel powder were received for analysis. Product code 3013sp. During initial inspection, a foreign matter that appears to be hair was found, adhered with adhesive tape inside the folder packet. To complement this assessment, a photograph was provided, visually documenting a foreign matter within the foil pouch. However, given the current condition of the sample, it is not possible to determine the root cause of the reported event. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.